Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was involved in a patient incident. It was requested that a full diagnostic check be performed. Specifically a service report stating the device was evaluated and a full disclosure of the alarm logs off the unit.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) required preventive maintenance. A getinge field service engineer (fse) evaluated the unit and informed biomed of frayed invasive pressure cable. Hospital owned invasive pressure showed intermittent artifact when cable was flexed. The invasive port is not loose and did not show artifact during pm with test equipment. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.